Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rafael trindade tatit, christopher s. Ogilvy, max s. Shutran, rabih g. Tawk, thomas a. Yasuda, carlos eduardo baccin; surgical neurology international; 2023; 14(49); plasticity of the adult circle of willis in response to flow diversion stents; doi 10.25259/sni_1139_2022. Medtronic received information in a literature article that patient's treated with pipeline devices had complications. The purpose of the article was to observed changes provide a paradigm of how flow change can institute anatomic changes in the adult circle of willis vasculature. Five patients were inccluded in the study. Patient 1: a 54-year-old man with anterior communicating artery (acoma) ia was initially treated with a pipeline flow-diverter implanted in the left anterior cerebral artery (aca), jailing the acoma. In the control of 12  months, the aca (a1-aca) vessel increased in diameter and recanalized the previously treated aneurysm. This led to the decision to embolize acoma ia with coils, accessing it through the contralateral aca, which resulted in complete obliteration of the lesion which has remained stable in follow-up studies over 1 year. Patient 2: a 71-year-old woman with acoma ia was treated with a pipeline flow-diverter implanted in the left aca from the a1 segment to the a2 segment. In the follow-up control angiogram at 2 years after, it was noted that the a1-aca on the right had increased in diameter. However, in this case, there was no recanalization of the ia, which was completely obliterated. Patient 3: a 61-year-old man with pcoma intracranial aneurysms (ias) was treated with a pipeline flow-diverter implanted in the left ica. In the follow-up angiogram at 6  months, the ia and pcoma were occluded. The patient incurred no neurologic deficit which suggests increase flow from the ipsilateral p1-segement of posterior-cerebral-artery without change in its caliber by visual angiographic analysis. Patient 4: a 72-year-old woman with ia of pcoma and hypoplastic p1-pca with a fetal type right pca was treated with a pipeline flow-diverter implanted in the right ica. In the follow-up angiogram at 8  months, it was noted that the ia had decreased in size and the fetal pca remained patent with the same caliber emerging close to the ia neck. The left p1 segment of the left pca remained hypoplastic with the same caliber. The patient had no neurologic deficits. Patient 5: a 61-year-old woman was found incidentally with a left pcoma aneurysm on MRI. Decision was made to proceed with pipeline stent placement in the ica across the aneurysm neck. She tolerated the procedure well with complete obliteration of her aneurysm at 2-year follow-up magnetic resonance angiography. However, curiously, in this follow-up examination, the left p1-pca showed a significant increase in caliber and filling. She remained neurologically intact until her late follow-up at 2 years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.